Event description:
It was reported patient underwent an initial tibial internal fixation procedure approximately one to two years ago. Subsequently, the bone had fixated and patient underwent a revision procedure on (B)(6) 2013, to remove the implants. During the procedure, the surgeon could not unscrew two of the screws. As a result, both screws fractured and remained in the patient's bone. There was a delay of 90 minutes to the procedure.

Manufacturer narrative:
Dimensional evaluation found component (B)(4), lot 590450 to be within appropriate design specification. Evaluation of part (B)(4), lot 590450 found evidence that failure mode was due to torsional overload. Evaluation of the unknown locking screw found evidence that failure mode was due to torsional overload. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant".

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The product identification necessary to review manufacturing history was not provided for the unknown screw. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1 to 2 years prior.